Event description:
Covidien received info stating that during maintenance of an e360 ventilator, a "con proc failed" error was generated. There was no pt involvement.

Manufacturer narrative:
The main printed circuit board was replaced to resolve the reported issue. Though attempted, no additional info was obtained. (B)(4).

Manufacturer narrative:
(B)(4). The printed circuit board (pcb) was returned for evaluation. The component was installed into a test ventilator and the software was reinstalled. The unit was allowed unit to run for approximately two days, with no errors and no alarms generated. The customer reported malfunction could not be verified, as the component was functioning as intended.